Manufacturer narrative:
As per the service request, the customer did not respond to the company service representative regarding the laser. With no further response or communication, service was not performed and the case was cancelled. With no additional, related information provided, the customer reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer monitor the data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that laser indirect ophthalmoscope and system was not working right getting about 50 percent energy. Procedure details and patient impact information is unknown. Attempts have been made to obtain additional information.